Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was surgically explanted for an unspecified reason. A new product was implanted successfully. This is all the information provided, and additional information has been requested. Additional information provided the device was explanted and replaced for therapy upgrade only, no device malfunction reported. The explanted device is not expected to return for analysis. If this device is returned, analysis will be performed. Outside of surgical intervention, no adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was surgically explanted for an unspecified reason. A new product was implanted successfully. This is all the information provided, and additional information has been requested. Outside of surgical intervention, no adverse patient effects were reported.